Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the screen blacks out due to a rusty cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center's cable was corroded causing a black screen. The issue occurred during preparation for an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.